Manufacturer narrative:
According to available info this inflatable penile prosthesis was implanted on 5/12/88 and revised on 12/4/96 due to a "malfunction" and "fluid leakage."requests have been made for add'l info surrounding the incident; however,to daterequested info had not been rec'd. Without the requested info,qa is precluded from commenting on the events surrounding incident. Should add'l inf be rec'd,qa will re-evaluate this complaint in accordance with procedures.examination and testing ofdevice revealed three leakages sites.first is separation located medially in nonserialized tubing at strain relief/tube junction.surrounding separation an area of abrasion is observed.examination of surfaces of separation reveals markings characteristics of stress(s) induced rending.adjacent to this site another confined area of abrasion is noted,and within this site a crease mark is observed.abrasion noted at these two sites is observed to extend through first tube layer.abrasion is also observed on the serialized outlet's tubing and strain relief.pattern of abrasion on these tubes indicated that they were overlapped.second leakage site is a separation of non-serialized outlet near distal tube end. Examination of surfaces of separation revealed markings characteristics of stress(s) induced rending. Examination of surface of tubing at this site revealed impression marks indicating that a connector/clamp was once present. Third leakage site is noted in cylinder #1's bladder near the base. Examination of the surfaces of the separation revealed markings characteristics of contact with a cautery instrument. Because these components were released according to manufacturing and quality control procedures, qa concluded that any observed damage occurred subsequent to device packaging being opened. Based on qa's examination and limited info provided, qa concluded that while in-vivo the outlet tubings and strain reliefs were overlapped and abrading against one another. In addition, the non-serialized outlet was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend tubing at the first separation site noted. This site would have allowed loss of fluid and rendered the device inoperable. Qa concluded that second leakage site most likely occurred due to stress(s) at tubing/connector point of contact and that aforementioned positioning would have contributed to this stress(s). This site may have also allowed leakage, however based on limited info provided, qa cannot determine sequence of events or if one or both of these site contributed to "fluid leakage" and subsequent "malfunction." Because expected use of this device combined with observed instrument damage to cylinder #1 would have resulted in an earlier detected fluid loss, qa concluded that this damage most likely occurred at or subsequent to explant.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "fluid loss", secondary to a "malfunction". As reported to co, the entire device was removed and replaced with a co 2-piece inflatable penile prosthesis.